Manufacturer narrative:
Added data to d9.

Manufacturer narrative:
Suspect device not returned yet. The return of suspect device is expected.

Event description:
Rotarex catheter: internal helix broke inside the catheter near the handle. No adverse event and procedure was completed successfully. Good result after rotarex and pta. 40cm stent rt sfa and pop arteries totally occluded. Contralateral approach, biforcation not tortuous but slightly steep. Terumo destination sheeth used due to recall/ backorder on the recommended cook sheeths. Rotarex successful proximal 1/3 of occlusion. Clutched out 2x at a stent overlap. The third time it clutched out the internal helix broke. Operator believes it may have been a stent strut catching the tip of the rotarex. Operator still happy with the outcome. Operator deployed a second rotarex catheter and the exact same thing happened in the exact same area of the stent overlap. Again he is happy with the result and only wants 1 of the 2 catheters replaced because the procedure was successful.